Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced insulin flow blocked in cannula and high blood glucose levels on (B)(6) 2025. It was also reported that the patient went to the emergency room (ER) and was admitted to hospital for four to five hours on (B)(6) 2025 and received intravenous (IV) fluids with insulin saline and the patient blood glucose levels while admitting the hospital was 500 mg/dl. The patient experienced sickness and unwell and the main reason for hospitalization was high blood glucose levels and ketoacidosis. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(6) has been evaluated. The batch 6003025 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3 on reference samples, (B)(6) samples out (B)(6) samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packaging: the lot 6003025 was packaging according to the wi version 77, in the multivac m12, on 05/sep/2023, with a total of (B)(6) units. Assembly: the lot 3h03627 was assembled according to wi version 26 on-line inspection for assembly quick set on 04 /sep/2023 with a total of (B)(6) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 21/may/2025 against malfunction code occlusion at infusion site and lot 6003025 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, only one complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.